Event description:
It was reported that the device exhibited a red alarm screen with codes 46440, 112, 165, 4294967184, 1. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracked downstream occlusion (dso) seal as well as a defective dso sensor. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/cracked dso seal. The dso seal, sensor and bezel were replaced to fix the issue.